Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04119).

Event description:
It was reported that the patient had an initial shoulder procedure on an unknown date. Subsequently, the patient was revised due to infection on an unknown date. The patient underwent another shoulder procedure on (B)(6) 2015. During the procedure, the poly would not fit into the baseplate as the locking screws were sitting too proud in the baseplate. The surgeon removed the screws and repositioned a few times. The procedure was completed with shorter screws. This caused a delay of 30 minutes. Additionally, while impacting the poly the surgeon fractured the impactor and pieces fell into the patient. The fracture pieces we retrieved from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.